Manufacturer narrative:
One unknown biomet implant was returned for investigation. Visual inspection of the as returned product identified dried blood and bone, signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). Additionally, the implant site was grafted after removal and the patient presented with abscess and edema. The reported device was located on tooth # 26 and was used for approximately 3 months. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number could not be performed, as the item number associated with the reported product is not available. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & bone loss) or device (unknown biomet implant). Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) were non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown implant was removed due to infection and periimplantitis after a couple of months of use. Site was bone grafted. Edema and abscess was also reported. Tooth location 26.